Event description:
The manufacturer received a 13.2mm micl 13.2 implantable collamer lens from the customer, with a note on the lens box indicating the icl was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received: the surgeon reported a 12.6mm micl 12.6 implantable collamer lens was implanted on (B)(6) 2013 and was explanted on (B)(6) 2013 due to no vault, the lens was rubbing on the natural lens. The surgeon indicated no opacity was noted. The lens was explanted through the original incision and no sutures were required. A longer lens was implanted. The surgeon indicated a possible cause of the event was the mismeasurement of the white-to-white and sulcus measurements, he stated there was no issue with the lens. The patient is doing well.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly micl (12.6) was explanted/exchanged, three weeks postoperatively, for another micl (13.2) to address posterior vault of the lens that was rubbing on the natural lens. No opacity of the crystalline lens was noted at the time of the intervention. The procedure was uneventful and the patient was doing well. According to the surgeon the most likely cause of the event was miscalculation caused by wrong white-to-white and sulcus measurements and there was no issue with the icl. Dfu instructs physicians how to choose a proper lens under " visian icl length determination: during the u.s. Multi-center clinical study, sizing of the visian icl myopic lenses (12.1 to 13.7mm) was determined by the horizontal white-to-white and the anterior chamber depth (acd) measurements". Given this information the most likely cause of the event was user error, therefore the event is not related to the device. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the most likely cause of the event was user error, therefore the event is not related to the device. (B)(4).